Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) female patient receiving intrathecal fentanyl and morphine via an implantable infusion pump. The indication for use of the device was for spinal pain. Other concomitant medications reported were fentanyl patches. It was reported that the pump was flipped/moved ((B)(6) 2015)and wondered if that was the cause for the personal therapy manager (ptm) not communicating/ptm not working. The health care provider (hcp) does not have an issue using the clinician programmer. The patient reports a poor communication screen/icon on the ptm ((B)(6) 2015.) When the patient had sudden regular return in excruciating pain and needs to give herself a bolus, she will put the ptm over and hold it and will see the man come up but it doesn't give the bolus. The patient has tried with and without the antenna, repositioned it, and she will not get a bolus; then get frustrated wait for 4 hours, and after several attempts it will finally give her a bolus. It was noted that when the pump was refilled on (B)(6) 2015, they told her that she would have to wait 40 hours to use the ptm because they had put fentanyl in it and had to wait for the medication to clear the line (physician bolus in progress.) Redirected to repair services. Patient tried new batteries. No indication of patient harm. If additional information is received this report will be updated.